Manufacturer narrative:
This report is filed, may 31, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection and pain at the implant site and was treated with oral antibiotics (date and duration not reported). Subsequently on (B)(6) 2016 the patient was administered general anesthesia to facilitate abutment removal. The implanted device remains.